Manufacturer narrative:
The review of provided data did not confirm the reported issue. The device that was interrogated on (B)(6) 2025 at 10h10 and on which tests were performed is most probably kora 250 dr s/n (B)(6). The investigation of the logs of the provided data does not show any issue during the pacing threshold tests on (B)(6) 2025, they could all run normally. One communication error occurred during one of the sensitivity tests but cannot explain the reported issue. The suspected issue most probably occurred when one of the tests was stopped and the real time traces re-displayed. The root cause is not known. This issue is corrected in the alizea/borea/celea programmer modules. It hasn¿t been corrected for the reply/kora/eno programmer modules. The work around is the tests to be re-started: the user will be able to see egm and markers. The atrial pacing threshold could not be measured since the atrial egm is flat, due to issue on the atrial lead. The atrial lead is an abbott atrial lead. It presents with atrial oversensing and undersensing on the recorded egm and marker chains. No general malfunction is suspected on the subject programmer. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during the measurements of pacing threshold and sensing, the display was completely blurred and distorded after saving. The programmer had to be restarted until it displayed normally again for the next measurements. The patient was pacemaker-dependent and the doctors want to know if everything was working well.